Manufacturer narrative:
The iabp was tested to factory specification. It functioned normally and was returned to the customer. The manufacture made multiple attempts to try to obtain additional information from the customer referent to the event, the circumstances and the patient information however no response was obtained at this moment. The manufacturer is still waiting for the replaced parts for evaluation.

Event description:
The customer reported that while the iabp was in use on a patient the iabp generate "maintenance required code #3" alarm (balloon transducer offset failure) and "maintenance required code #1" (atmospheric transducer offset failure). The patient was switched to another iabp and therapy was continued. It was not reported until (B)(6), that the patient involved died. It was reported that the patient death was attributed to the iabp however the patient death date is unknown. The service representative visited the account prior to becoming aware of the patient death and reported that the iabp it was displaying only maintenance required code# 1; however, high drive pressure alarm was also recorded in alarm history.

Manufacturer narrative:
The manufacturer received the replaced parts, and evaluation is pending. Updated fields.

Event description:
The customer reported that while the iabp was in use on a patient the iabp generate &#62273;'maintenance required code #3 ' alarm (balloon transducer offset failure) and 'maintenance required code #1' (atmospheric transducer offset failure). The patient was switched to another iabp and therapy was continued. It was not reported until (B)(6), that the patient involved died. It was reported that the patient death was attributed to the iabp however the patient death date is unknown. The service representative visited the account prior to becoming aware of the patient death and reported that the iabp it was displaying only maintenance required code# 1; however, high drive pressure alarm was also recorded in alarm history.

Manufacturer narrative:
The company representative replaced the drive transducer (part number: 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally however was not returned to the customer. The customer did not to provide additional information referent to the patient and or to the event. The manufacturer is requesting additional details.

Event description:
The customer reported that while the iabp was in use on a patient the iabp generate "maintenance required code #3" alarm (balloon transducer offset failure) and maintenance required code #1" (atmospheric transducer offset failure). The patient was switched to another iabp and therapy was continued. It was not reported until (B)(6) that the patient involved died. It was reported that the patient death was attributed to the iabp however the patient death date is unknown. The service representative visited the account prior to becoming aware of the patient death and reported that the iabp it was displaying only maintenance required code# 1; however, high drive pressure alarm was also recorded in alarm history.

Manufacturer narrative:
The evaluation from the supplier was received and the following was reported: ¿verifications results of the returned unit showed that returned unit passed the functional test at room temperature and were within test limits. The output problems reported were not observed.'

Event description:
The customer reported that while the iabp was in use on a patient the iabp generate ¿maintenance required code #3¿ alarm (balloon transducer offset failure) and ¿maintenance required code #1¿ (atmospheric transducer offset failure). The patient was switched to another iabp and therapy was continued. It was not reported until may 23rd, that the patient involved died. It was reported that the patient death was attributed to the iabp however the patient death date is unknown. The service representative visited the account prior to becoming aware of the patient death and reported that the iabp it was displaying only maintenance required code# 1; however, high drive pressure alarm was also recorded in alarm history.

Manufacturer narrative:
The replaced drive transducer (part number: 0682-00-0076-01) was received, and failure was confirmed. The drive transducer has been sent to the supplier for failure analysis.

Event description:
The customer reported that while the iabp was in use on a patient the iabp generate "maintenance required code #3" alarm (balloon transducer offset failure) and "maintenance required code #1" (atmospheric transducer offset failure). The patient was switched to another iabp and therapy was continued. It was not reported until may 23rd, that the patient involved died. It was reported that the patient death was attributed to the iabp however the patient death date is unknown. The service representative visited the account prior to becoming aware of the patient death and reported that the iabp it was displaying only maintenance required code# 1; however, high drive pressure alarm was also recorded in alarm history.

Manufacturer narrative:
Further evaluation was performed by manufacturing, and the failure was confirmed using a front end board that was not calibrated. Non-calibrated boards will give a maintenance code #1 and #3 since the potentiometers were not calibrated to the transducers. Therefore this failure could not have been confirmed without calibrating the transducers. Additionally, the supplier was unable to confirm the failure.

Event description:
The customer reported that while the iabp was in use on a patient the iabp generate ¿maintenance required code #3¿ alarm (balloon transducer offset failure) and ¿maintenance required code #1¿ (atmospheric transducer offset failure). The patient was switched to another iabp and therapy was continued. It was not reported until(B)(6), that the patient involved died. It was reported that the patient death was attributed to the iabp however the patient death date is unknown. The service representative visited the account prior to becoming aware of the patient death and reported that the iabp it was displaying only maintenance required code# 1; however, high drive pressure alarm was also recorded in alarm history.